Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure (batch no. A336524-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy"), back pain ("severe back pain"), genital haemorrhage ("general abnormal bleeding"), urinary tract infection ("urinary tract infection") and connective tissue inflammation ("inflammation of tissue"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, perforation, device dislocation, pelvic pain, abdominal pain, dyspareunia, allergy to metals, back pain, genital haemorrhage, urinary tract infection and connective tissue inflammation outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, connective tissue inflammation, device dislocation, dyspareunia, genital haemorrhage, pelvic inflammatory disease, pelvic pain, perforation and urinary tract infection to be related to essure. The reporter commented: plaintiff sought medical attention for the for ongoing symptoms/ abnormal symptoms. Discrepancy in essure insertion dates : (B)(6) 2012. Date(s) of insertion:- (B)(6) 2012, (B)(6) 2013 (as per ppf-discrepancy). The lot number reported (a336524) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: update of information (batch is invalid). On 26-mar-2020: quality-safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure (batch no. A336524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("painful intercourse"), urinary tract infection ("urinary tract infection"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), pelvic pain ("pelvic pain"), connective tissue inflammation ("inflammation of tissue") and allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, perforation, device dislocation, abdominal pain, genital haemorrhage, dyspareunia, urinary tract infection, back pain, adverse event, pelvic pain, connective tissue inflammation and allergy to metals outcome was unknown. The reporter considered abdominal pain, adverse event, allergy to metals, back pain, connective tissue inflammation, device dislocation, dyspareunia, genital haemorrhage, pelvic inflammatory disease, pelvic pain, perforation and urinary tract infection to be related to essure. The reporter commented: plaintiff sought medical attention for the forgoing symptoms. Discrepancy in essure insertion dates : (B)(6) 2012. Date(s) of insertion:- (B)(6) 2012 & (B)(6) 2013 (as per ppf-discrepancy. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received: lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), perforation ('perforation'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), urinary tract infection ("urinary tract infection"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), pelvic pain ("pelvic pain"), connective tissue inflammation ("inflammation of tissue") and allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, perforation, device dislocation, abdominal pain, genital haemorrhage, dyspareunia, urinary tract infection, back pain, adverse event, pelvic pain, connective tissue inflammation and allergy to metals outcome was unknown. The reporter considered abdominal pain, adverse event, allergy to metals, back pain, connective tissue inflammation, device dislocation, dyspareunia, genital haemorrhage, pelvic inflammatory disease, pelvic pain, perforation and urinary tract infection to be related to essure. The reporter commented: plaintiff sought medical attention for the forgoing symptoms. Discrepancy in essure insertion dates: (B)(6) 2012. Date(s) of insertion: (B)(6) 2012 and (B)(6) 2013 (as per ppf-discrepancy. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events ; pelvic inflammatory disease, general abnormal bleeding, pelvic pain, inflammation of tissue, nickel allergy were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.